Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing intermittently. The customer would disconnect from tubing, verify no air bubbles, and performed the fill tubing process. The customer reported there were no insulin drips seen coming through the end of the tubing. The customer stated she would let the fill tubing run, and eventually, insulin would start coming out the end of the infusion tubing. During a system check, tandem technical support confirmed that the pump was functioning as expected. Additionally, it was reported that the customer experienced elevated blood glucose (bg) levels up to 450 mg/dl. The cause of the elevated bg levels were unknown. The customer would deliver a bolus via the pump and administer manual injections to stabilize impacted bg levels.